Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Evaluation summary: (B)(4): the complaint of a failed transmission was confirmed but, not due to a failure of carelink to meet requirements or specifications. The cause was a failure on the clinician's behalf to correctly associate the new carelink patient monitor with the newly implanted patient device, a clinician administrative task carried out on the carelink website.

Manufacturer narrative:
A correction to the model number 2490c8 was made. Evaluation summary: (B)(4): the complaint of a failed transmission was confirmed but, not due to a failure of carelink to meet requirements or specifications. The cause was a failure on the clinician's behalf to correctly associate the new carelink patient monitor with the newly implanted patient device, a clinician administrative task carried out on the carelink website. Medtronic technical services is notified when a carelink transmission fails to post to the clinician website. Technical services called to notify the clinician of the failed transmission and was informed by the clinician that the patient had recently expired. Technical services discovered, and communicated to the clinician, that the transmission was not initially viewable because the patient had a replacement device implanted that was incorrectly associated to the old carelink monitor and not with the new implanted device. For the transmission to post to the website the clinician should have associated the new carelink monitor with the new implanted device. The clinician asked if the failed transmission could be viewed. To do so the patient would have to be discontinued from carelink and then reassociated with the new monitor and implanted device. Technical services requested a patient discontinuation but it was not clarified that the intent was to remove the old device association so that the new device and related transmissions could be made viewable. The patient discontinuation request was executed as normal and consequently rendered all previous transmissions unviewable, including the transmission associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the complaint of a failed transmission was confirmed but, not due to a failure of carelink to meet requirements or specifications. The cause was a failure on the clinician's behalf to correctly associate the new carelink patient monitor with the newly implanted patient device, a clinician administrative task carried out on the carelink website. Medtronic technical services is notified when a carelink transmission fails to post to the clinician website. Technical services called to notify the clinician of the failed transmission and was informed by the clinician that the patient had recently expired. Technical services discovered, and communicated to the clinician, that the transmission was not initially viewable because the patient had a replacement device implanted that was incorrectly associated to the old carelink monitor and not with the new implanted device. For the transmission to post to the website the clinician should have associated the new carelink monitor with the new implanted device. The clinician asked if the failed transmission could be viewed. To do so the patient would have to be discontinued from carelink and then reassociated with the new monitor and implanted device. Technical services requested a patient discontinuation but it was not clarified that the intent was to remove the old device association so that the new device and related transmissions could be made viewable. The patient discontinuation request was executed as normal and consequently rendered all previous transmissions unviewable, including the transmission associated with this event.

Event description:
It was reported by the clinician that the patient had died one month post implant. The clinician was questioning whether a failed carelink transmission could be viewed. The cause of death has been requested, but not received. Additional information received noting that on (B)(6) 2010 the patient received twenty two appropriate shocks for ventricular tachycardia/ventricular fibrillation. No known inappropriate therapy.

Event description:
It was reported by the clinician that the patient had died one month post implant. The clinician was questioning whether a failed carelink transmission could be viewed. The cause of death has been requested but not received.